Event description:
The cause of death was cancer, and the physician did not believe the death was related to vns in any way. Diagnostic results from 2016 were within normal results.

Event description:
It was reported that the patient passed away due to an unknown reason. No further relevant information has been received to date.